Manufacturer narrative:
The psm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found that the psm failed the weighted brake drop test and viscous friction for axis-1. The psm passed slow sweep testing. This complaint is being reported due to the patient side manipulator arm failing weighted brake drop testing during failure analysis. Although this was found during failure analysis and no patient involvement occured, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci partial nephrectomy surgical procedure, the patient side manipulator (psm) was noted to be physically damaged on the metal strip in front. The psm was replaced. There was no allegation of patient harm, adverse outcome or injury reported.